Manufacturer narrative:
Other, other text: b3: date of event, no information has been provided to date.one device was returned for investigation. The rear housing was cracked in the top corner. Batteries were inserted into the device and device turned on and the customer complaint was confirmed. The error code suggests user error. The error code was cleared and the issue was resolved. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump was giving 1310 error code. Patient involvement is unknown.